Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post the ablation procedure the rv lead stopped capturing. The patient is a participant in the post approval clinical surveillance product surveillance registry. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced damage during an ablation procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.